Manufacturer narrative:
Manufacturing record evaluation (mre): a manufacturing record evaluation was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device failed for impactor operation assessment. It was determined that the impact then stopped and made a clicking sound and a high pitch tone. It was further determined that no visual damage was observed, the impactor device accepted and locked the attachments, and the anvil extended and retracted. It was determined that the battery latch handle locked in place and accepted the battery device. It was observed that the device did not function as intended and the plastic housings were removed. The impactor was checked for leaks and wire damage and it was determined that there were no leaks or wire damage. The front and rear cans were removed, and it was observed that the piston locking tab and screw were not in the piston. The tab and screw had migrated and wedged within the front can. It was further observed that the piston could unscrew from the piston driver, resulting in the inability of the tool to create the vacuum required for correct operation. It was determined that the piston retaining tab and screw backed out of the drive piston resulting in the failure. The piston could not extend and retract correctly while disengaged from the piston driver. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to manufacturing, which is a design issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the kincise surgical impactor device was broken and it made a loud ringing noise and then stopped impacting. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.